Event description:
The patient was found on floor on his side. He stated that he was trying to transfer from bed to chair and fell. No injuries noted. Assisted back to bed. Staff further describes the patient leaning forward while sitting in his wheelchair that has the amputee board attached. The weight of the patient leaning forward evidently caused the wheel chair to tip forward, breaking the amputee board from device that attaches it to the chair.this device was not made available to the reporter and the manufacturer's catalog is not available.